Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the shaft broke inside the guide. The device was completely retrieved from the patient. No patient complications were reported and the patient was unharmed.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter in two pieces. The balloon was loosely folded with blood in the guidewire lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 47.4cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the shaft broke inside the guide. The device was completely retrieved from the patient. No patient complications were reported and the patient was unharmed.